Event description:
It was reported that the pump ¿almost killed¿ the patient. It was explanted in 2003. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Event description:
Additional information: follow-up information indicated that the cause of the event was due to an infected catheter. The pump administered baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703, lot# j92100929, implanted: (B)(6) 1992, explanted: unk. (B)(4).